Event description:
The customer contacted baxter's service center regarding a system error 2240 alarm (air in line) which occurred on the homechoice (hc) during dwell 1. The patient was connected at the time of the alarm. The patient line had been properly primed prior to patient connection and no patient extension lines were in use. The patient had not disconnected prior to the alarm. All of the bags were properly connected. The supplies had not been damaged by an outlet port clamp or assist device. The home patient (hp) checked the lines and bags and found that the unused the supply line clamp was open. The hp cycled the power to clear the system error 2240, which was then followed by a system error 2367. The hp then ended therapy. The technical service representative (tsr) had the hp disconnect using aseptic technique and remove the cassette. The hp was to start over with new supplies and notify his peritoneal dialysis nurse. Proper procedures were reviewed with the patient. There were no samples available. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was use error - open clamp. The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.